Event description:
Complainant alleged that during a functional testing, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation observed no power up complaint with the batteries that was returned. Upon inspection, the customer's batteries were found to be depleted. After the batteries were replaced. The device passed functional testing. The batteries were scrapped. The device was recertified and returned to the customer. No trend is associated with reports of this type.